Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the location of the damage was at the case of the battery tube side and had a blank pump screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, blank display and the serialized device be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit received with blank display immediately after battery insertion. The p-cap locks properly into the reservoir compartment. The pump was cut open and found the j7 connector on pcba 1 was fully unplugged and there were no moisture or physical damages on all electronic assemblies during visual inspection. The plug was plugged in and the unit powered up with constant failed batt test alarms after new batteries. Unable to perform sleep current measurement, active current measurement, and selftest due to failed batt test alarms. Unable to download due to constant failed batt test alarms. The following were noted during visual inspection: minor scratched lcd window, cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, cracked battery tube area, and scratched case. Blank display was confirmed during analysis due to the j7 connector on pcba 1 fully unplugged. Constant failed batt test alarms, problem isolated to the electronic assemblies. Cracked battery tube area confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.